Event description:
It was reported that, "radius screw would not accept locking cap. (Ie. No resistance felt upon final tightening). Dr. (B)(6) removed the screw, which appeared to have a splayed tulip head, and replaced with a different screw which accepted a new locking cap."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.